Manufacturer narrative:
(B)(4).

Event description:
On 27aug2019 a letter was received which advised the patient ¿(pt) sustained injuries due to the use of acuvue oasis¿ on (B)(6) 2018. No additional medical or product information was provided. On (B)(6) 2019 the pt's medical records were received with additional medical information. The letter also confirmed the pt was wearing acuvue® oasys® for presbyopia brand contact lenses. The lot number for the pts os event was not provided. It is unknown if the suspect os contact lens is available for return for evaluation. This report is for the pt¿s os event. The event for the pts od event will be provided in a separate report. If any further relevant information is received, a supplemental report will be filed.